Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that customer experienced hemolysis after centrifugation with a bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes. The following information was provided by the initial reporter: we are using the bd sodium fluoride tube (ref 367922) for our fasting glucose and blood alcohol levels. We have noticed that all the specimens have been hemolysis following centrifugation. Other serum tubes drawn with the gray tops are not hemolysis. Additional information provided on (B)(6)2019 from customer: *is there a specific number of witnessed vacuatiners that were hemolyzed? (Unknown) *were there any known specific dates of event? (Past 3 weeks) *was it a difficult venipuncture? (No. Sst tubes collected at same time were not hemolyzed) *was there any "probing" at the venipuncture site? (No) *what size needle gauge was used? (21g or 23g butterfly) *how long did it take to fill the tubes? (Normal flow) *was the blood collected with a needle and syringe? (No. Vacutainer) *was the blood, if transferred from a syringe, forced into the tube? (No) *was the blood collected through a catheter/IV? What was the gauge of the catheter? (No) *was a discard tube collected if collecting from a catheter or IV line? (N/a) *were all components of blood collection equipment compatible? (Yes. All bd supplies were used.) *was the antiseptic used to cleanse the site allowed to dry before the venipuncture? (Yes.) *how long was the tourniquet left on the arm during venipuncture? (Less than 1 minute.) *was there any moisture present in the tube? Did water, or other solutions, enter the tube? (No.) *was the sample exposed to heat or cold? (No.) *were all the tubes from this patient hemolyzed? Was there a comparison of various samples from the same patient? (No.) *does the patient have a condition that may cause hemolysis? (No.) *are the hemolyzed specimens flagged by a number of lab staff, or by a few individuals? (Several) *how are the tubes being mixing (gently or vigorously)? (Mixed by inversion) *was the sample transported through a pneumatic tube system? (No) *were there any erroneous results reported? (No erroneous results reported.) *are samples from this lot available? (No) *were there any photos taken during the time of incident? (No)"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes. PMA / 510(k)#: k945952, k901449. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that customer experienced hemolysis after centrifugation with a bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes. The following information was provided by the initial reporter: we are using the bd sodium fluoride tube (ref 367922) for our fasting glucose and blood alcohol levels. We have noticed that all the specimens have been hemolysis following centrifugation. Other serum tubes drawn with the gray tops are not hemolysis. Additional information provided on 2019-12-09 from customer: is there a specific number of witnessed vacutainers that were hemolyzed? (Unknown). Were there any known specific dates of event? (Past 3 weeks). Was it a difficult venipuncture? (No. Sst tubes collected at same time were not hemolyzed). Was there any "probing" at the venipuncture site? (No). What size needle gauge was used? (21g or 23g butterfly). How long did it take to fill the tubes? (Normal flow). Was the blood collected with a needle and syringe? (No. Vacutainer). Was the blood, if transferred from a syringe, forced into the tube? (No). Was the blood collected through a catheter/IV? What was the gauge of the catheter? (No). Was a discard tube collected if collecting from a catheter or IV line? (N/a). Were all components of blood collection equipment compatible? (Yes. All bd supplies were used.) Was the antiseptic used to cleanse the site allowed to dry before the venipuncture? (Yes.) How long was the tourniquet left on the arm during venipuncture? (Less than 1 minute.) Was there any moisture present in the tube? Did water, or other solutions, enter the tube? (No.) Was the sample exposed to heat or cold? (No.) Were all the tubes from this patient hemolyzed? Was there a comparison of various samples from the same patient? (No.) Does the patient have a condition that may cause hemolysis? (No.) Are the hemolyzed specimens flagged by a number of lab staff, or by a few individuals? (Several). How are the tubes being mixing (gently or vigorously)? (Mixed by inversion). Was the sample transported through a pneumatic tube system? (No). Were there any erroneous results reported? (No erroneous results reported.). Are samples from this lot available? (No). Were there any photos taken during the time of incident? (No)."